Manufacturer narrative:
Ventec provided the reporter, who is the patient's wife, with technical assistance. Ventec recommended that the reporter contact the distributor managing their vocsn device to have a respiratory therapist (rt) come out and check the device and/or provide a replacement, if necessary. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device ventilates erratically. There was patient involvement associated with the reported event. The reporter, who is the wife of the patient, contacted ventec to report that the vocsn device had been knocked over. According to the reporter, the vocsn hit a table and the floor. The reporter attempted to perform a pre-use test (put); however, the test failed due to a hole in the patient circuit. The reporter then replaced the patient circuit and attempted another put, which passed; however, when she placed her husband back on the vocsn, they felt it was ventilating erratically. There were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. The initial reporter did not provide the device's serial number. As a result, (model number, catalog number, serial number and UDI number) are "unknown", (device manufacturing date) shall be left blank. Additionally, the initial reporter only provided her first name and no other contact information. As a result, the following initial reporter, are "unknown" - last name, email address, physical address and telephone (left blank).